Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A review of the service history indicates the scope was purchased on february 24, 2018 and has received service via nine repairs in the past two years. The scope was last repaired on august 29, 2019 for an image issue (foggy). A visual inspection was performed on the scope and found a portion of the distal bending section skeleton was protruding out from the proximal side of the bending section cover. The bending section damage is approximately 70mm from the distal end side. The scope failed the leak test from the hole in the bending section cover. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal of the bending section cover, the bending section skeleton was fully separated producing sharp edges near the insertion tube side. The bending section support pins were still intact and not lifted. Additionally, there were excessive broken fibers (black dots) throughout the image, the distal end cover/channel opening was heavily corroded, and the bending section skeleton had signs of corrosion. Based on the evaluation, the likely cause of the bending section skeleton breaking is due to excessive force and/or stress. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was informed that during reprocessing, the user facility reported the image of the fiber scope was blurry. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The user facility further reported that the intended procedure was completed. There was no patient injury. No device fragment fell inside the patient. The device was inspected prior to use. The image was blurry and the scope was returned for service. The scope was reprocessed using a steris vpro automated endoscope reprocessor machine (aer) and steris enzymatic disinfectant solution. There have been no problems noted with the aer. The endoscope channel is brushed during manual cleaning using a single use shaurn brush. Pre-cleaning is performed immediately after a procedure. The steps during the pre-cleaning are flush /solution the channel and then brushing. The scope is not leak tested prior to manual cleaning. There have been no changes in the facilities reprocessing personnel since the last on-site visit by an endoscopy support specialist (ess). All reprocessing personnel are trained on how to properly reprocess an endoscope.